Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, 90% stenosed left main trunk (lmt). After pre-dilatation was performed the 3.5x15 mm xience xpedition stent was implanted in the lmt. An attempt was then made to deliver an intravascular ultrasound (ivus) catheter; however, it failed to cross though the deployed stent. When removing the ivus catheter, guide wire access was lost; therefore, the guide wire was re-inserted into the lesion and dilatation was performed with a non-abbott balloon catheter. Ivus was able to be performed, during which it was observed that the xience xpedition stent implant was caught in the lmt and partially sticking out into the aorta. As the stent was sticking out into the aorta an attempt was made to retrieve the xience xpedition stent implant with a snare device; however, some stent struts remained in the lmt and could not be retrieved. It is unknown which device, the guide wire or the ivus, caused the damage to the stent implant. A non-abbott stent was then implanted to complete the procedure successfully. No additional information was provided. Device analysis revealed that the stent implant was not fractured. There were no stent struts remaining in the patient as reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.